Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had underwent first pump pocket revision on (B)(6) 2018 with no change. The patient was in excruciating pain that limits all daily activities the next day after the revision. The patient had satisfactory analgesia for cervical pain, but pump pocket pain persisted. It was indicated the event was unlikely related to the device or therapy and related to the implant procedure. A second pump pocket revision was completed on (B)(6) 2019, and the issue was noted as ongoing. The patient's weight was (B)(6).

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2018 the patient complaint of a painful pump pocket. On (B)(6) 2018 the patient complained of pump pocket discomfort/pain. On (B)(6) 2018 the patient had a painful pump pocket, near right inferior border of ribs. On (B)(6) 2018 the pump pocket revision occurred where the pump was repositioned and extended medially and inferiorly. The clinical diagnosis was painful pump pocket. The outcome of the event resolved without sequelae on (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was pump pocket. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient indicated painful pump position and was going to be getting a pump pocket revision. It was noted the patient had pain at the ribs from the pump butting against their ribs. During a pump pocket revision, on (B)(6) 2018, the pocket was then extended medially and inferiorly. It was indicated the event was not related to the device or therapy and possibly related to the implant procedure. The issue resolved with sequelae of incisional pain on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was receiving dilaudid (250.0 mcg/ml at 17.99531 mcg) via an implantable pump. It was noted the cause of the pain was the pump next to the ribs.